Event description:
The cell saver was used during a spinal surgical procedure. At the end of the procedure the cells were administered to the pt. He developed hematuria after the admin and also plasma free hemoglobin level of 50mg.